Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump no longer working properly. The customer¿s blood glucose level was 89 mg/dl. The insulin pump will be returned for analysis.